Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an embolism in their right hemisphere seen via a computed tomography scan. The patient was diagnosed with a stroke and had "left-himself paralysis". The patient was treated with heparin and surgical treatment. The event was likely related to the device because the patient had undergone left ventricular assist device surgery. On (B)(6) 2025, the patient received low flow software upgrade for quality of life.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The report of low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU section titled ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pump flow. The IFU section titled ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. The IFU section titled ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.